Event description:
It was reported the c5-1 transducer delivered a electrical shock to a patient. The transducer was associated with an epiq 7 ultrasound system. There is an allegation of injury due to an electrical shock, however there is insufficient information regarding the patient outcome at this time. The service engineer initiated the replacement process to resolve the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.